Manufacturer narrative:
(B)(4). The complaint is being reported by zimmer biomet as (B)(4). This is purchased product from an approved supplier. A review of the finished good DHR concluded that the device passed all inspections and left zimmer control as a conforming device. The returned product had particulate in the packaging. Zimmer biomet inspection procedure ¿packaging materials inspection¿ as it pertains to sterile non-implantable devices and packaging materials defines that if the particulate is loose then a total of two particles whose individual areas do not exceed 0.60 sq. Mm in size are acceptable. Based on the attached pictures, the particulate identified does not meet acceptance criteria and is therefore nonconforming. This reported event is confirmed based on visual inspection. However, with the information provided, the root cause cannot be determined.

Event description:
It was reported that a "hair like substance" was found in the sterile package. No adverse events have been reported as a result of the malfunction.